Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced pain, immobility, urinary incontinence, pain when walking, painful sexual intercourse, infections and bowel retention problems. The patient also developed an anal abscess that required additional surgery. The patient has been back to the doctor multiple times over the past couple of years and has been referred for more tests. No additional information has been provided at this time.